Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). According to the complainant, the suspect device is not available for return. If any further relevant information is received, a supplemental MDR will be filed

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a wallflex biliary rx fully covered rmv stent had been implanted to treat a malignant stricture in the common bile duct (cbd) due to cancer during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2018. Reportedly, the patient's anatomy was not tight. According to the complainant, on (B)(6) 2018, imaging was performed and noticed that the stent had migrated out of the cbd. Reportedly, the physician confirmed that the stent was not seen in the patient and possibly passed out naturally. The stricture had not resolved and the physician implanted another wallflex biliary stent. There were no patient complications reported as a result of this event.